Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter was reading inaccurately high compared to her feelings. The complaint was classified based on additional info obtained by a customer service representative (csr) during a follow-up call. The pt self manages her diabetes by testing six to seven times per day (before every meal, before bed, and whenever she is about to drive her car). The pt takes 10 units of humalog insulin prior to every meal but, if her blood glucose result reads higher (around 9-10 mmol/l), the pt stated, she would take an extra unit on insulin. In addition, the pt takes long-acting insulin before bed; however, the pt does not recall the name of the insulin. The pt corrected and clarified that the alleged issue began at approx 5:45pm on (B) (6) 2010, just prior to going out for dinner. The pt stated, she received a blood glucose reading of "12.8 mmol/l" with the subject meter. The pt clarified, she was going to shortly wait prior to her dinner to take her 10 units of humalog insulin. The pt clarified that at the time of the alleged issue, she was feeling fine and did not have any symptoms. In response to the alleged issue, the pt took 2 units of humalog. Approx an hour after the alleged issue occurred, the pt stated she went in her car and drove to dinner. While in the car, the pt specified that she began to feel warm, but stated she thought it was due to her car's air conditioning not working. It was not until after the pt drove over the curb, off the road, and into a field when she realized that her blood glucose level was low. The pt stated that no one was injured. To relieve her symptom, the pt stated she ate a piece of candy that she had in her purse. At an unk time after the paramedics arrived, the pt's blood glucose was tested (with paramedic's meter); however, the pt does not recall what the reading was. The pt also does not recall what the paramedics administered to her; she thinks it may have been an injection. The pt denied that she was give IV fluids or anything to ingest. After treatment was administered, the pt stated her blood glucose was tested again with paramedics meter, but does not recall what the reading was. The pt stated, she felt better after treatment. The csr noted earlier that day (time unk) the pt stated, she took her usual dose of 10 units of humalog before lunch. During troubleshooting, it was noted by the csr that the pt does not regularly wash her hands before testing. On the day of the alleged issue, the pt stated. She had not washed her hands for a while (since she was just sitting around the house). In addition, the csr noted that the pt may have eaten her lunch recently; however, the pt would not confirm if her hands had been cleaned since eating. Replacement products were sent to the pt. This complaint is being reported because, the pt claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.